Event description:
The customer reported being hospitalized due to high blood glucose of 536mg/dl. The customer was experiencing unexplained high glucose for two days. The events leading to his admission was nausea, vomiting, and abdominal pain. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.